Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). This ipg serial number is included in field advisories. (B)(4).

Event description:
It was reported the patient lost stimulation due to not recharging her ipg as recommended. Troubleshooting was unable to provide resolution due to the ipg being inoperable. As a result, the patient will undergo surgical intervention.